Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Product description : 3-piece luer-lock syringe 3ml it was reported that the bd luer-lok barrel/flange was damaged. The following information was provided from the initial reporter translated from french to english: reference : 309658 batch number: not known (packaging discarded) description of the anomaly : the syringe is split at the barrel. The technician noticed this when withdrawing the cytotoxic as it dripped onto her hands through the slit. The device was kept. It has been in contact with the cytotoxic agent and is currently quarantined in a double bag. Would you like to recover it for analysis? Additional information provided: could you provide the batch number of the defective product? The packaging of the device was thrown away during handling, so the batch number of the offending device is not known. Could you specify the date of the event? 05/08/2024. Has there been an impact on the patient (serious injury, medical intervention, change in treatment necessary)? There were no clinical consequences for the patient since the leak occurred during the preparation of the cytotoxic bag. The preparer changed syringes, sterile drapes and started taking the bag again to prepare the bag before sending it to the department. Could you please clarify whether the samples are: - not used (before use) - used (during or after use) important: if the samples have been used, please confirm to us if they are contaminated with blood or cytotoxic drugs. The syringe was used to remove the cytotoxic, which made it possible to detect the leak. The device is therefore contaminated with a cytotoxic drug. If you still have the samples and we can pick them up for analysis, please provide us with the pick-up address (full details ¿ please use the template below). (B)(6).

Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation. Two photos were provided to our quality team for investigation. Both images show a large crack on the non-marked area, starting from the top of the barrel and extending almost to the number two. The condition observed is non-conforming per product specification. The potential root cause for the barrel cracked defect is associated with the assembly process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) and corrective actions determination could not be performed.